Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process.

Event description:
It was reported that the vns pt was referred to a surgeon for prophylactic generator replacement due to migration of the generator and pt discomfort. The pt has reported that the pain has been presented for "a while". It was reported that device diagnostic testing was done and the results were within normal limits. Good faith attempts to obtain add'l info have been made, but no response has been received to date.

Event description:
It was initially reported that the device was explanted after an implant duration of approximately 145 months. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to aortic stenosis.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.